Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced occlusion issue with more than one infusion set on (B)(6) 2026 which leads to high blood glucose levels and was treated with correction injection via mdi (multiple daily injections).